Event description:
It was reported that balloon damage occurred. The target lesion was located in the right coronary artery. During preparation for stent implantation, a 24 x 3.50 promus premier drug-eluting stent was observed to have a rough surface with noticeable bulges. Following deployment, the stent could not be implanted smoothly due to the presence of the bulge. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable. It was further reported that no balloon damage was observed. The actual issue identified was the presence of obvious burrs after the stent had been opened.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: a promus premier ous mr 24 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and tactile inspection revealed no kinks or damaged on the hypotube, and stent struts were damaged entirely. Struts were lifted and stretched past the proximal markerband. The distal stent struts were slightly crimped onto the balloon. Microscopic analysis identified stent struts were lifted at the distal end of the stent and pulled over distal markerband and balloon cone. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was slightly flared. Functional testing was performed where the device was attached to an encore inflation unit, and the balloon was inflated. The balloon could be inflated to 16 atmospheres and deflated without issue. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon damage occurred. The target lesion was located in the right coronary artery. During preparation for stent implantation, a 24 x 3.50 promus premier drug-eluting stent was observed to have a rough surface with noticeable bulges. Following deployment, the stent could not be implanted smoothly due to the presence of the bulge. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable. It was further reported that no balloon damage was observed. The actual issue identified was the presence of obvious burrs after the stent had been opened.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon damage occurred. The target lesion was located in the right coronary artery. During preparation for stent implantation, a 24 x 3.50 promus premier drug-eluting stent was observed to have a rough surface with noticeable bulges. Following deployment, the stent could not be implanted smoothly due to the presence of the bulge. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.